Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2014". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Blank fields on this form indicate the information is unknown or unavailable, or unchanged. G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Additional information: investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'gunther tulip filter implanted - pe, dvt, pain (burning sensation, numbness) left leg, pain, and suffering'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Unknown if the reported pain/discomfort is directly related to the filter. Unknown if the reported burning sensation, numbness, suffering is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. Catalog number and lot unknown are unknown, but the filter tulip is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Patient code: pulmonary embolism (1498) listed in IFU; thrombosis (2100) listed in IFU; pain (1994) -not listed in the IFU. MFR site: name and address for importer site: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Occupation: non health care professional.

Event description:
The additional information received on 27jun2018 as follows: pt allegedly received an implant on (B)(6) 2014 via the right internal jugular vein due to pulmonary embolism and deep vein thrombosis. Pt is alleging pulmonary embolism, deep vein thrombosis, pain (burning sensation) in left leg, numbness in left leg. Pt. Further alleges pain and suffering.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: pulmonary embolism , deep vein thrombus, and physical limitations. The reported allegations have been further investigated based on the information provided to date. The current verbiage has been added to further investigate the previously alleged pulmonary embolism and deep vein thrombosis (dvt). New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported physical limitations is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, but the tulip filter is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56 this report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient further alleges physical limitations.